Event description:
Attorney alleges the plaintiff's right implant ruptured. The plaintiff also developed symptoms of chest pain, paresthesia, recurrent cystitis and had been diagnosed with atypical connective disease and atypical neurological disease. Plaintiff also had suffered severe personal injuries causing her to sustain permanent physical impairment, physical pain and mental anguish.